Event description:
The customer reported to olympus, when washing the evis lucera ultasound gastrovideoscope with the endoscope reprocessor, a combination of connecting tubes were mistakenly washed with another combination of tubes instead of the original combination of tubes. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, based on the investigation result, the user may have failed to read thoroughly the instruction manual and being lack of knowledge of the device, which resulted in connecting the connecting tubes in the mistaken combination. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: chapter 8 cleaning and disinfection equipment. Olympus only confirms validation of endoscope reprocessors it recommends. When using an endoscope reprocessor that is not recommended by olympus, contact the endoscope reprocessor¿s manufacturer to confirm that it is capable of reprocessing the endoscope including all channels as well as the reprocessing method. Insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the entire endoscope including all channels. If using the endoscope reprocessor recommended by olympus, be sure to attach the appropriate cleaning/connecting tube and retaining rack. See table 8.1 for the combination of the cleaning/connecting tube and retaining rack. Otherwise, insufficient cleaning and disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. According to additional new reprocessors, there may be no description about them in table 8.1. In that case, please contact olympus. Olympus will continue to monitor field performance for this device.